Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has begun to experience an increase in seizures. No other relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Manufacturer narrative:
B5. Describe event; corrected information, initial report inadvertently omitted information known prior to submission. D6b. If explanted, give date; corrected information; initial report inadvertently omitted information known prior to submission. H1. Type of reportable event; corrected information; initial report selected incorrect event. H6. Health effect - impact code; corrected information; initial report inadvertently omitted information known prior to submission. H6. Type of investigation; corrected information; initial report inadvertently omitted information known prior to submission.

Event description:
Implant card was received reporting a generator replacement for prophylactic reasons. The suspect device has not been received to date.

Event description:
Response was received from the physician. Per the physician, the increase in seizures was due to a low battery.